Manufacturer narrative:
The referenced device was not returned to the manufacturer for evaluation. The exact cause of the reported event could not be determined at this time. Insufficient information was provided by the user facility regarding the reported patient, procedure and the devices, however, if additional information becomes available or if the generator is returned at a later date, this report will be supplemented accordingly.

Event description:
The manufacturer was informed that in the process of removing the patient's prostatic hyperplasia, the doctor found that the electric cutting knife was reportedly "not sharp and the post-operative hemostatic effect was not working effectively" when utilized with the pk-sp generator. As a result, it led to increased bleeding to the patient, prolonged operation time, and increased bleeding rate after the removal of the urinary catheter. Product validity and production date are unknown. No further information was provided. This report is for device 2 of 2.